Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. Boston scientific technical services (ts) was contacted for troubleshooting assistance. At the time of the call to ts, there were noisy signals on the ra channel only. Ts discussed possible root causes and an analysis of device memory determined that the noisy signals on all three channels were likely caused by a lead system or connection issue. Subsequently, a revision procedure was scheduled. At the revision procedure, it was determined that the atrial port stopped working through testing. The ICD was explanted and replaced. This rv lead was inserted into the replacement device and remains in service. No additional adverse patient effects were reported.

Event description:
Additional information received indicates that the right atrial (ra) lead was damaged and a lead repair kit was used to repair the ra lead prior to connecting the ra lead to the new device. The ICD was explanted and returned for analysis. Device analysis found the ICD passed all testing and met specifications. The ICD was forwarded to the corporate laboratory for additional testing. A scanning electron microscope (sem) was used to assess an identified abrasion mark on the device case. Results indicated the presence of mp35n, consistent with the material used in the conductor coil of a lead. As it was reported the atrial lead had been repaired during the revision procedure, damage to the atrial lead was suspected as the root cause of the observed noise. The memory in the ICD was cloned to a laboratory test device and saline tank testing was undertaken. A laboratory test lead (ra lead) was intentionally abraded, exposing the conductor coil, and then connected to the test device. The test device was submerged in the saline tank and functional testing resulted in noise similar to that seen in the field. In conclusion, analysis revealed the atrial lead abrasion that was repaired during the revision procedure was most likely due to lead-on-can contact. This abrasion resulted in contact between the ra conductor coil and the device case and, ultimately, the observed noise recorded on stored electrograms. Based on testing as well as review of available data, we did not identify any device characteristics that would have contributed to the observed flat line of the atrial electrogram when the rv lead was connected to the atrial port. The rv lead remains in service. No additional adverse patient effects were reported.